Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional atrial undersensing and erroneous pacing were observed on the right atrial (ra) lead. No intervention was taken. It was noted that the patient had not been seen by the physician. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.